Manufacturer narrative:
Qn# (B)(4). The batch card(s) for the complaint lot(s) was reviewed and product released met specification. There was no actual or representative complaint sample returned for evaluation, thus no physical assessment was conducted. Balloon could not be deflated may occurred due to several reasons. However, in the absence of returned sample and limited information available on this complaint, further investigation could not be conducted and therefore complaint is not confirmed.

Event description:
They were unable to extract the water from the balloon.

Manufacturer narrative:
Qn# (B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
They were unable to extract the water from the balloon.